Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received on 20 jan 2020, indicates that the device was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a pacemaker that exhibited premature battery depletion. No resolution was reported, and the patient was stable.